Event description:
Customer reported that a malfunction occurred after going through a full body scanner with the pump attached at an airport. Blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact. Technical support provided instructions for resetting the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if issues reoccurred, which the customer understood.